Event description:
A hospital in (B)(6) reported that a bc2745-20 nasal cannula hardened after four weeks of use and caused breakdown of the nares on a baby.

Manufacturer narrative:
(B)(4). The bc2745-20 oxygen therapy nasal cannula is manufactured by salter labs in (B)(4), for fisher & paykel healthcare. Details of this complaint have been forwarded to salter labs for their information. The complaint cannula is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a bc2745-20 nasal cannula hardened after four weeks of use and caused breakdown of the nares on a (B)(6).

Manufacturer narrative:
(B)(4). Method: the returned bc2745 cannula was visually inspected. Results: visual inspection revealed that the prongs of the complaint cannula were hardened and slightly discoloured, being yellowish in colour. The hospital reported that the baby wore the cannula for four weeks, well beyond the recommended maximum use of seven days specified in our user instructions. Conclusion: based on the information provided by the hospital, we have concluded that the root cause of the prong hardening was extensive use of the prongs. The manufacturer of the cannula, salter labs, has commented in their findings concerning a similar complaint that "natural secretions in the nasal cavity are acidic, similar to oil on the skin. The acidity can cause yellowing and hardening over time". Salter further commented that they are of the opinion that the hardening can also be related to some of the ointments applied to infants' skin during therapy and have recommended the use of ointments such as ayr nasal saline gel, which is produced specifically for CPAP therapies. However it must be noted that natural secretions and ointment use are only factors due to the excessively long period of time the cannula was used. Our user instructions that accompany the bc2745 infant nasal cannula provide the following warning: this product is recommended to be used for a maximum of 7 days. With regard to the injury to the infant's nares, fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or septal injury. The user instructions advise that the following checks are carried out regularly during use: ensure that the nasal prongs are positioned at least 2mm (0.08 inches) from the septum to avoid pressure necrosis. Re-adjust as necessary. Check the patient's septal integrity. Ensure that the tubing is not applying excessive pressure to the ears and face.